Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the self test, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. However, the pump had a high sleep current measurement. No unexpected pump error 41 alarm and pump error 43 alarm noted during the testing. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Low battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 20:44:00.000 replace battery alert was recorded and found in the formatted history file on: on (B)(6) 2023 06:15:00.000 insert battery alarm was recorded and found in the formatted history file on: on (B)(6) 2023 06:46:58.000 replace battery now alarm was recorded and found in the formatted history file on: on (B)(6) 2023 06:46:00.000 insert battery alarm was expected since the battery was removed from the pump. Earliest power data available per the power management tool/detail trace file is on (B)(6) 2023 at 6:26:57 am. There was no power data available for the date of (B)(6) 2023. Unable to check power data for low battery alert and replace battery alert/replace battery now alarm. No unexpected low battery alert and replace battery alert/replace battery now alarm noted during testing. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba2 was installed in a test pcba1, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in a test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The original pcba 1 was installed in the original pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and continued testing. The pump passed the sleep current measurement. The pump had an intermittent high sleep current measurement (unexpected battery power loss), suspected on the pcba 1/pcba 2. Pump error 43 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 08:28:00.000 on (B)(6) 2023 21:53:29.000 pump error 41 alarm was recorded and found in the formatted history file on: on (B)(6) 2023 08:28:00.000 on (B)(6) 2023 21:53:29.000 no pump error 37, 38, 39, 42, 79, 80, 82 and 130 alarm recorded on the formatted history file noted. Pump error 43 alarm and pump error 41 alarm were confirmed, suspected on the pcba 1/pcba 2. There were no other unexpected pump errors/alarms noted 1 week prior to the event date 14-dec-2023 in the formatted history file. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case-corner of belt clip rails near the battery tube compartment. An intermittent high sleep current measurement (unexpected battery power loss), pump error 43 alarm and pump error 41 alarm were confirmed, suspected on the pcba 1/pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received an error in the motor detected by reading an unexpected value from hall sensor (pump error 43), and motor power supply voltage error was detected. This is measured before each single pump stroke, and then continually measured periodically during the entire motor driving period (pump error 41). Troubleshooting was performed and was able clear the alarm successfully and the pump did rewind. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and will be returned for analysis.